Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a recharging of ins issue. There was difficult communication between the ins and recharger. The system would go from showing "numbers" to excellent and back and forth without the patient moving their device. They took 30 minutes to charge 10 percent. Troubleshooting was performed. The manufacturer representative (rep) had the patient shut down their phone and recharger completely and try again. The cause was not known. It was unknown if the issue resolved. Additional information was received from the manufacturer representative (rep). The rep stated they were contacted yesterday regarding the patient getting a screen stating they couldn't keep a connection between the recharger and the ins. The rep stated they were seeing the recharger toggle between the screen to find the highest number and excellent recharge. It also took the patient 30 minutes to go 10%. The rep stated they had the patient turn everything off and reset the recharger. Technical services (tss) reviewed resetting the recharger another time or two. Tss reviewed recharge timing and advised the rep to have the patient call patient services. The patient called regarding the implant charging issue. Patient repeated they'd been having trouble with the connection and charging up since they got it and also said charging was very sensitive so they had to stay still. Patient said last night when they talked to their rep, the rep had them turn everything off for 30 mins, then try to charge again and patient tried charging for an hour on good but didn't increase, so rep said the recharger might be faulty or it could be with the connection. Agent asked if patient had met with rep in person yet or just talked over the phone, and patient said the rep was at post op last week and said everything looked good. Agent had patient reset the recharger on the call by doing the long button hold and patient mentioned they didn't do that last night, just turned the device off. Patient then started a recharging session and reported excellent and was able to increase from 30-40% after a couple minutes. Agent reviewed to continue monitoring charging after troubleshooting on the call. Patient called back in stating they had just done troubleshooting but they are still having connectivity issues when trying to recharge implant. Patient stated they are constantly seeing the screen with numbers at the bottom, and if they move even a little bit, the charge goes off of good connection. Patient saw good connection when recharging on the call, and then saw 0-0-8. Agent asked, patient confirmed they had some swelling, and the implant was not flat in the incision pocket. Patient stated they had the implant checked last week at the post-op appointment, but they were told everything looks ok. Agent reviewed for patient to continue recharging and repositioning due to swelling, and redirected patient to hcp if issue persists.

Event description:
Additional information was received from a manufacturer representative (rep). It was determined the cause of the charging issues was swelling from the implant surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.